Event description:
It was reported that the device was found in backup mode. The cause of the backup mode could not be conclusively determined. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.